Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced the rinse tube assembly. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results for one patient from the cobas 6000 c501 module. Over the course of the day, the patient's results were too high, around 200 mmol/l. No specific data was provided. The customer recalibrated, changed the electrodes, and cleaned the washing station. After the maintenance actions, the customer repeated the sample. The results were 177 mmol/l, 386 mmol/l with a data flag, and 286 mmol/l with a data flag. The questionable results were not reported outside of the laboratory.